Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0x7a1, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had the poor communication screen on the patient programmer. The patient was recently implanted on (B)(6) 2015 and swelling was still present. The patient had no bandages. The patient attempted to communication with and without the antenna and repositioned the antenna and the programmer showed the poor communication screen. The patient had a sudden return of urinary symptoms on (B)(6) 2015. The patient's therapy worked until this morning and now was barely making it to the bathroom in time. It had been 8 times this morning and the patient wanted to use the programmer to turn stimulation up, but was not able to connect. The patient thought the blue buttons on the side were to power the programmer on and off. It could be that the patient turned their implantable neurostimulator (ins) off. The patient's swelling went down and they wanted to adjust the setting. The patient's bowel was loose and leaking and the patient accidentally increased stimulation and it was strong going down the leg and they were unable to decrease stimulation or communicate. The patient was assisted and was set at 0.4v on program 2 and therapy was on. The patient decreased stimulation to 0.2v and that was where it was after surgery. The patient would have a follow-up appointment on (B)(6) 2015 and the manufacturer representative would be there. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.